Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: d274trk crt-d, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead had elevated threshold, high impedance, and a possible fracture. The lead was explanted and replaced. It was later reported that the left ventricular (lv) lead exhibited intermittent impedance spikes. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.